Event description:
Additional information received indicates that the patient experienced ineffective therapy due to the lead migration.

Event description:
Related manufacturer reference number: 3006705815-2022-16678; related manufacturer reference number: 3006705815-2022-16679; related manufacturer reference number: 1627487-2022-04964. It was reported that the patient¿s lead migrated. As such, surgical intervention took place on (B)(6) 2022. During the surgery it was noted that the anchors were broken. Per the physician, the patient is very thin and the leads were pretty superficial and the spinous process was protruding right near the anchors. As such, the bone was what broke the anchors. The leads and anchors were explanted and replaced to address the issue. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The complaint was confirmed during the full system replacement swift lock anchors were found damaged. As received visual inspection anchor b was found into several pieces beyond functional test.